Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, the needles of the proglide device failed to deploy. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a greater than 8fr sheath and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported failure to deploy the needles/plunger was confirmed based on the returned device condition. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.